Event description:
Boston scientific received information that this right atrial lead displayed high pace impedance higher than 2000 ohms. As a result another procedure was performed to replace the lead. The lead was capped and abandoned and successfully replaced with another lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.